Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
Patient reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 132 mg/dl (aviva) and 77 mg/dl (professional meter). No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.